Manufacturer narrative:
The investigation has not been completed.

Event description:
The account alleged the beds are shorting out the room's nurse call system. It is not related to just one room and it is not an everyday happening.